Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Corrected the conclusion code.

Manufacturer narrative:
(B)(4). Medications: metformin, lisinopril, pravastatin, and aspirin.

Event description:
On (B)(6), 2012, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6), 2015, follow-up imaging identified a type ii endoleak with aneurysm growth 0.2mm. It was reported the type ii endoleak was caused by retrograde flow from a single lumbar artery. On (B)(6), 2015, it was reported the patient underwent a coil embolization procedure to treat the type ii endoleak. Final imaging identified resolution of the endoleak.

Manufacturer narrative:
(B)(4).